Event description:
Prior to use, brown substance was found inside the sterile pouch, adhered to the distal end of the catheter. The product was not clinically used. There were no reported pt complications.